Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient's leads had migrated due to the dressing tape was attached to the clothing which resulted in significant migration. The patient underwent a lead pull and was doing well post operatively. The trial leads were discarded. No device malfunction was suspected.